Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, surgery was performed using the mountaineer system. The fixed area was c3 ¿ t2. During the surgery, when the surgeon inserted the following screw to c3 (right), he noticed that the collet was dropped off. - favored angle screw 3.5 x 14 (part#: 188318314, lot#: armfv7). He did not pull out the driver smoothly, he tried to pull in and out the driver a couple of times. But he did not understand why this issue happened. He dealt with this event by replacing the screw in question with a new one. The surgery was successfully completed without any delay, and here was no adverse consequence to the patient.

Manufacturer narrative:
Visual examination of the returned device found the inner saddle was dislodged from the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be positively determined. However, the observed damage suggests that unanticipated high amounts of force was placed on the tulip during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.